Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The root cause was determined to be a cracked and shorted capacitor c181 on the ui pcba, causing the device to display a white screen. The ui pcba was replaced to resolve the issue. The device passed all functional and performance testing and was returned to the customer. Correction: f10/h6 device code grid was updated from "failure to power up" to "electrical/electronic component problem identified".

Event description:
The customer contacted stryker to report that their device is booting up to a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device is booting up to a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Initial reporter email address was not provided and is therefore, left blank. Initial reporter phone number was incomplete and is therefore, left blank.